Event description:
New information notes that the last transmission showed within range impedance measurements. Physician elected to continue to monitor the patient and not to take any further action.

Manufacturer narrative:
(B)(4).

Event description:
New information notes that an increasing trend in lead impedance was observed. Few high out-of-range lead impedance measurements were noted. Lead was capped and replaced on (B)(6) 2016. Patient's condition was good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that through merlin.net transmission, out of range lead impedance measurements were observed. No other electrical anomaly was observed. Upon review of session records, lead damage was suspected. Lead replacement was recommended. Physician will schedule a follow-up to take decision. Patient's condition was stable.